Event description:
This patient was presented to the interventional lab for angioplasty procedure of the superior vena cava (svc). The information states that the svc was almost 100% occluded. Access was made in the right femoral vein. The physician approached the target and successfully dilated the lesion twice. Then he tried to withdraw the balloon catheter (power flex p3, actual product) but it got stuck inside the sheath (britetip sheath, 7f 55cm). So he withdrew the sheath and the balloon catheter together. Since this event occurred at pre-dilation, the physician needed to re-stick the patient to continue the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. This is the first of two products involved with this event, which is associated with mfg, report #9610978-2005-01478 and # 9616099-2005-01138.